Event description:
The customer reported to olympus that during preparation for use they identified unspecified image issues. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: no image due to a faulty cable. This report is being submitted for the malfunction found during evaluation (no image).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, it is likely an image was not displayed because a communication failure occurred due to faulty cable. The root cause of the faulty cable could not be identified. Per the device instruction manual: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Also, the label on the rear cover was faded. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.